Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the tr band was leaking from the valve, not holding air. The procedure was completed by another tr band. The patient is ok. The type of procedure performed prior to the use of the tr band was heart catheterization. The device was not manipulated before use in any way - pre-use or during storage. The product was stored prior to use, in the supply room, same as all of the other tr bands. The balloons were able to be inflated by the healthcare professional (hcp) initially, then the balloons deflated. There was no harm to the patient and no hematoma. The other device that was used in the access site was glidesheath slender.